Event description:
Information was received indicating that this syringe infusion pump exhibited a clutch alarm. It was not specified if this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned for evaluation. Examination of the returned device showed the tamper seal was broken; indicating the device casing had been opened by customer (a replacement tamper seal is used after each smiths medical service for this device type). The returned device was given functional and delivery tests. During testing the reported issue was confirmed; a check clutch alarm was verified. Internal examination of the device showed the device's position potentiometer (part of the driver assembly) was installed on the incorrect side of the motor bracket which likely caused this issue. After the device was reassembled with correct installation of the position potentiometer, the device passed functional and delivery testing. The reported issue was determined to have occurred due to an error during customer's servicing of the device.